Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that starting about the last week or so, when they are charging the implanted neurostimulator, they have twice felt a slight increase in stimulation. Patient stated that it is not too noticeable but it gives them a sensation, not a shock per pt, but they can feel it and they haven't adjusted settings or anything. The second time it happened on the 19th the sensation went up her arms. Patient also stated that the last time this happened on the 19th, they looked at the controller to turn off the stimulation and the language on the controller had changed on its own to spanish. Pt's husband was able to remove li battery, re-insert and resolve the language issue. Patient confirmed that the stimulator was off when they were charging. An email was sent to the repair department to replace the controller. The patient was redirected to their healthcare provider to further address the issue. Pt notes that her previous managing doctor passed away, agent sent physician listings email.